Manufacturer narrative:
The insulin pump powered up properly after battery installation. No display anomaly noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored and no unexpected grey and misty display or additional display anomalies noted. The insulin pump received with scratched case, case cracked at the corner of the belt clip rails, serial number label faded, end cap address label faded, cracked select button keypad overlay, scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a damaged screen. The screen was not working correctly. There was grey and mist inside. The insulin pump also had a crack on the back. Customer's blood glucose level was 15.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.